Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that in the x-rays was noted this rv lead was in two separate pieces. A new lead was placed alongside and normal measurements obtained, connected to a new generator and implant completed successfully. The lead was surgically abandoned.